Manufacturer narrative:
The pod was received deployed. A tear was found on the exposed portion of the soft cannula. It could not be determined when the cannula was damaged. The data does not contain any timeouts, drive stalls, or hazard alarms, indicating there was no struggle to deliver insulin. No damages or manufacturing deficiencies found that would cause irritation at the infusion site. The exact cause of the reported irritation at the infusion site could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 350 mg/dl while wearing the pod between 4 and 24 hours. Patient reported pod was leaking during wear and there was skin irritation/blood after removal. Ketones were also tested and the results were moderate. As treatment, patient drank fluids and a new pod was applied.